Manufacturer narrative:
Event date: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patients midline incision site was not healing and had an infection. The physician confirmed that the infection was not procedure related and the cause was unknown. The patient underwent an explant procedure and was placed on antibiotics. The explanted device will not be returned.